Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a signal loss occurred. The date of the event is an approximation. According to a report received via the insulet customer service team, on the morning of (B)(6) 2025, a patient reported waking up to a "high" glucose alert on the dexcom g7 app, accompanied by a communication error on the omnipod controller. In response, the patient replaced the pod and returned to bed. Later that morning, the patient was again awakened by the same dexcom g7 "high" alert and controller communication error. She performed a blood glucose (bg) check, which showed a reading of 561 mg/dl. Shortly afterward, the patient began experiencing vomiting and diarrhea. She contacted her son, who was at work at the time. Upon arriving home, he called 911. Emergency medical services arrived and recorded a bg level of 514 mg/dl. The patient was transported to the emergency department (ed), where her bg was measured at 506 mg/dl. Treatment in the ed included IV saline and IV humalog insulin. After approximately five hours, the patient was discharged in a stable condition. At the time of the report, the patient was fine. No product or data was provided for evaluation. The allegation and probable cause could not be determined. No additional patient or event information is available.